Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The returned 00mlx light source was in used condition with physical damage to the mirror and mirror holder due to rough handling/physical damage. Damaged heat mirror would lead to the issue of overheating. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the xenon lightsource ( 00mlx ) was overheating. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.